Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pacer dependent patient presented in clinic with fatigue. Upon attempted interrogation, the pulse generator could not be interrogated. The device was explanted and replaced. The patient was in stable condition post operation and discharged the same day.

Manufacturer narrative:
Analysis was normal. No anomalies were found.